Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09271, 2134265-2013-09268. It was reported that automatic pullback failure occurred. The 90% stenosed, moderately calcified and mildly tortuous lesion was located in an unspecified vessel. During percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with the motor dive unit. The physician attempted to perform automatic pullback, but it failed. Therefore, manual pullback was performed. When attempting to get the telescope back to its initial position, the image was lost. They completed the procedure with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. A kink was observed in the sheath assembly at 1.8 cm from femoral marker at the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. In addition to that, during image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the strain relief (between the hub and telescope) and telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-09271, 2134265-2013-09268. It was reported that automatic pullback failure occurred. The 90% stenosed, moderately calcified and mildly tortuous lesion was located in an unspecified vessel. During percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with the motor dive unit. The physician attempted to perform automatic pullback, but it failed. Therefore, manual pullback was performed. When attempting to get the telescope back to its initial position, the image was lost. They completed the procedure with another with same device. No patient complications were reported and the patient's status is good.